Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet during an MRI scan (tesla strength not reported). It is unknown whether there are plans to revise the site and correct the magnet position as the patient continues to wear their device.